Event description:
Pharmacist called about not getting the device to test the calibration. This was confirmed by phone trouble-shooting. The device was replaced and the defective one returned for investigation.